Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery for implant of an artificial cervical disc, the cutter stopped working properly while in use in the disc space. No patient complications were reported.